Event description:
It was reported that during a routine follow up, it was found that this right ventricular (rv) lead dislodged from the original implant position and exhibited a conductor fracture. This resulted in noise oversensing, pacing inhibition, loss of capture, high pacing impedance out of range and high pacing threshold measurements. The lead was explanted and replaced. No additional adverse patient effects were reported. The physician decided not to return the lead for analysis.

Event description:
It was reported that during a routine follow up, it was found that this right ventricular (rv) lead dislodged from the original implant position and exhibited a conductor fracture. This resulted in noise oversensing, pacing inhibition, loss of capture, high pacing impedance out of range and high pacing threshold measurements. The lead was explanted and replaced. No additional adverse patient effects were reported. The physician decided not to return the lead for analysis.